Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia repair, an error code 5 was alarmed and the blade tip broke. The broken piece fell into the pt, but after 15 mins, the surgeon found it and took it out. There was no pt consequence.